Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and partially broken reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported vis phone call of experiencing hypoglycemic events and hospitalization. Customer indicated that they were the driver of a car involved in a car accident. Customer went to the hospital after the car accident and their blood glucose was 36mg/dl at the hospital.  Customer also indicated that he was treated and released the same day. Troubleshooting was declined by the customer as they want a pump replacement only. The insulin pump will be returned for analysis.